Event description:
Same case as MDR ID: 2134265-2014-01254. (B)(4) study. In (B)(6) 2013, the index procedure was performed. Target lesion #1 was located in the mid left anterior descending (lad) artery with 70% stenosis, a length 15 mm, and a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent with 0% residual stenosis. Target lesion #2 was located in the 3rd obtuse marginal with 80% stenosis, a length 15 mm, and a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent with 0% residual stenosis. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, the patient presented due to angina was hospitalized on the same day.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, coronary angiography was performed and revealed 70-80% focal in-stent restenosis (isr) of the study stent in mid left anterior descending (lad) artery and patent stent in proximal and distal portion of 2nd obtuse marginal (om) branch. The 90% isr of the previously placed study stent located in mid lad was treated with placement of a 3.0 x 15 mm non-bsc drug eluting stent. Following post-dilatation, residual stenosis was 0% with timi 3 flow.